Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had bowel leakage for the past 4 weeks. She had bowel leakage (B)(6) but was able to be adjusted by the manufacturer representative (rep) and it corrected the issue. The patient also mentioned that she had an MRI more than 6 months prior and it messed up her stimulator. She indicated she was going to try to increase stimulation on her current program and if it did not resolve her symptoms she would contact her healthcare professional (hcp).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.